Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection was conducted by the repair group and confirmed a burr was on the cam lock of the impactor and repaired under repair order (B)(4). The device was manufactured in 2012. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture.

Event description:
It was reported a burr was on the cam lock of the impactor.